Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument associated with this complaint and completed its investigation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out of the wrist. Other cables at wrist were not damaged. The cable crimp was not missing. Device history record (DHR) review - device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a procedure, a broken wire on the pk dissecting forceps was observed. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.